Manufacturer narrative:
This report is being filed as a result of a retrospective review of philips healthcare complaints back to january of 2007. The system was taken out of service until the field safety engineer (fse) arrived. A replacement part (CT box) was ordered and installed. The failed unit was returned through normal service channels. No root cause was determined. (B)(4).

Event description:
Philips received a report that when turning the CT box key to start the system the medical assistant received a shock. No additional information was received in regards to the operator.